Manufacturer narrative:
No additional similar complaint type event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
This product is manufactured in the us but not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 vticm5_12.6 implantable collamer lens, -12/1/78 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was exchanged for a smaller lens on (B)(6) 2017 due to excessive vault, refractive surprise, refractive change over time, and hyperopia side-effect after a week. The problem was resolved. The patient's post-op stated that the best corrected visual acuity (bcva) is 20/13 and uncorrected visual acuity (ucva) is 20/16.